Event description:
It was reported the patient had an implantable neurostimulator that was removed in 2006 due to a staph infection and her abdomen swelling. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).